Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 325cc saline breast prosthesis that deflated after implantation. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 09/05/2018, the mentor failure analysis lab received the device for evaluation. It was reported to mentor that the explantation date for the suspect medical device is (B)(6) 2018. Multiple attempts have been made to obtain further information; however, it has not been made available. The correct explantation date is unknown and mentor will continue to report the explantation date as it was received by the initial reporter. On 09/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately < 0.1 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).